Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they have had severe neuropathy in their feet since implant on (B)(6) 2015 and inquired if it was related to stimulation. It was stated that the patient had 2 falls sometime in 2016, and that they started having problems with their voice starting in (B)(6) 2016 which has progressively gotten worse. Follow up information received from the patient on sep-12 reported that their voice problems and neuropathy still occur and the cause remains unknown. There is speculation that both may be a side effect of the implant, but "no one is willing to say so in a diagnosis." As a result the patient continues to be sent back and forth between their primary healthcare provider (hcp) and the neurology team with no resolution. A speech pathologist suggested maybe an amplifier would help, and the patient is not sure the implant was worth the downsides. On sep-19 the patient reported that they needed a voice amplifier and acupuncture because they are losing their voice, which was confirmed to be device related. In (B)(6) 2016 the patient started losing their voice and was told they may lose it completely. The patient also reiterated that they developed neuropathy in their felt, noting they their feet felt funny as of (B)(6) 2015. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.